Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.

Event description:
I arrived after the case had started as case moved forward and surgeon was using the short t2 spreading screwdriver to remove 5mm screws in a t2 ankle arthrodesis nail, screwdriver had not been assembled correctly and was without the outer sleeve. Surgeon removed one screw with this screwdriver and realized had broken the distal tip. Changed to correct screwdriver blade and no further issue.